Event description:
Reporter states, "the insert would not seat on the universal baseplate. The surgeon made 6-8 attempts to seat the insert." A alternate insert available was implanted to complete the surgery. There was no adverse consequence to the pt due to this event.

Manufacturer narrative:
The eval results could not verify the reported event and suggest that this event is not device related but rather is associated with intra-operative procedures.